Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Supply changes were performed resolving the issue. Customer's blood glucose was 283 mg/dl. The customer continued using the pump for insulin therapy.